Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The lesion size was 1cm and the distance to the pleura was less than 3 mm. The lesion was in the left upper lobe - superior lingular segment. Instruments utilized during the biopsy included a 23g flexision needle (5 passes), compatible forceps (5 passes), cytology brush (1 pass), and a bronchoalveolar lavage was performed. Imaging modalities used included c-arm fluoroscopy, cone beam, and radial ebus. The physician believed the pneumothorax occurred because it was a very peripheral nodule with limited visualization by cone beam CT due to atelectasis during the procedure. The procedure was completed. The pneumothorax was identified post procedure via x-ray and it was large, but rapid placement of the chest tube prevented it from growing in size. The patient experienced chest wall pain and dyspnea; therefore, the patient was treated with o2 therapy and a 10f chest tube was placed to resolve the pneumothorax. The patient was hospitalized for 24 hrs then discharged home. The diagnosis obtained from pathology was inflammation (non-infectious)/organizing changes (benign/nondiagnostic). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.